Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol has cracked. The iol was implanted and removed during the initial procedure. Additional information has been requested.

Manufacturer narrative:
Only the lens case lid was returned. The lens was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens cartridge was indicated. The handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The IFU (instructions for use) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A qualified associated products were indicated. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, upon insertion of the iol it was noted that there was a scratch on the posterior surface of the lens without any difficulty with lens loading or traumatic insertion. The lens was not explanted. The patient was not hospitalized for the event and there was no patient harm. The patient required additional post operative screening to ensure no dysphotopsia